Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient inquired about physicians who could explant their ins because it was shocking them. It was indicated that the patient stated the shocking sensation was going down their leg. The hcp indicated that the patient lost approx. 115 to 120 pounds and speculated the lead may have moved. Patient stated that this happened about 6 months ago. No further complications were reported at this time.